Event description:
It was reported that the patient suffered perforation of the "rsc" requiring surgery for removal of the introducer sheath. The sheath had been indwelling for ten days for post-operation access for tpn. There were no further complications.